Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that there was an alleged catheter leak while the patient was receiving an infusion. Patient was sent to radiology; x-ray revealed the leak. The catheter and the port body were removed. A new device was not placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the manufacturing site reports that the device history record has been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device returned was found to be one powerport isp m.r.I. Implantable port with 8 fr s/l polyurethane catheter. Visual, microscopic, tactual, and functional tests were performed. What appeared to be blood residue was abundant under the distal end of the catheter lock. There was abundant residue/evidence of use. The catheter was found to be broken around about half of its circumference and splitting lengthwise, starting underneath the catheter lock. This break appeared to originate in the immediate area of the port stem. Microscopic evaluation found that the break surfaces were largely uneven, particularly in the longitudinal direction. There was, however, a flat portion of the break surface that contained progressive linear marks in the material. The complaint is confirmed for a leaking catheter, but this was found more specifically to be due to a break at the port stem. Per evaluation results, the catheter lock manifests tool marks consistent with use of a traumatic tool for assembly, and the catheter break surface contains a flat region with progressive linear marks. It appears that tearing of the catheter at the port stem took place progressively after the break was initiated. Therefore, the following instruction for use (IFU) states: ¿do not allow accidental device contact with sharp instruments. Mechanical damage may occur. Use only smooth edged, a traumatic clamps or forceps. Take care not to perforate, tear, or fracture the catheter during placement. After assembling catheter to port, check assembly for leaks or damage. Do not use the catheter if there is any evidence of mechanical damage or leaking. Do not bend catheter at sharp angles during implantation. This can compromise catheter patency.¿ ¿cleanse all system components with irrigation solution. Caution: prior to advancing the catheter lock, ensure that the catheter is properly positioned. A catheter not advanced to the proper region may not seat securely and lead to dislodgment and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter. Do not hold the catheter or cathlock with any instruments that could potentially damage either piece (e.g., hemostats).¿ it is unknown if procedural issues contributed to the reported event. However, a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that there was an alleged catheter leak while the patient was receiving an infusion. Patient was sent to radiology; x-ray revealed the leak. The catheter and the port body were removed. A new device was not placed. There was no reported patient injury.